Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause of the problem was isolated to a fractured bga solder connection on ram chips u100 and u101 and intermittent bga connections at pin a25 on flash memory chips u102 and u105. The root cause of the fractured bga solder connection could not be positively identified but was likely excessive stress on the monitor c/a board. A root cause investigation is underway. No adverse event resulted from the defective components. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor was not powering up. The patient was issued a replacement monitor.